Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a week prior a beta bionics ilet user experienced hyperglycemia with a peak blood glucose value of 401 mg/dl after repeated alert 38 (motor stall) notifications. The user disconnected from the device and administered insulin injections, and a device replacement was arranged. No outside medical intervention was required.